Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. Archives were reviewed and the scan cuts off the tip of patient's nose and part of patient's forehead. Trace pattern focuses on the center of the forehead and does not collect points past the patient's eyebrows.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of about 10 millimeters posterior was observed when the surgeon was navigating in the sphenoid sinus. It was reported that the site was accurate after re-registering the patient gathering various points but were inaccurate in sphenoid sinus. The position of the emitter was good and the instruments could be tracked without any issue. Site stated that a small portion of patient's nose was missing. Surgeon proceeded with case avoiding that area of sinuses. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.